Event description:
During a laparoscopic splenectomy, several er320 clips were placed across the vessels with the result that all of them scissored. Another er320 was opened and the procedure was completed without pt consequence.